Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis confirmed customer the reported event; lower lcd (liquid crystal display) has segments missing. Analysis also found the lower case is broken, battery contacts are compressed, battery drawer is damaged, and encoder flex is damaged. (B)(4).

Event description:
It was reported the zebra strip connection to lower display is bad, so half of the pixels are missing. The device was returned for repair. No patient complications were reported as a result of this event.